Manufacturer narrative:
510k number was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the navigation system was not seeing the trackers on either side. The representative used a different navigation system and it was able to see the trackers. The representative rebooted the original navigation system a couple of times with no resolve. The system was checked to make sure it was in the equipment and instrument page, and it was. The image acquisition system (ias) was then rebooted with no resolve. The navigation system was also rebooted and the issue was resolved. No patient was present when the issue was identified.